Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, distal conductor stretched, outer insulation cosmetic cut and esc and depression. Apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported that the right ventricle lead was over sensing. The lead remains active. No patient complications were reported as a result of this event. It was later reported the patient died approximately 4 months later with cause of death noted to be "acute cva."

Manufacturer narrative:
Previously submitted follow-up report #002 should have been sequenced #001, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.